Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. Customer stated they had trouble with new reservoir filling process. Customer stated displacement verification test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version: 4.11j retainer ring = black customer returned pump for an alleged prime/fill anomaly and device test failure found on (B)(6) 2021. Pump passed the self-test, sleep current measurement, and active current measurement, however failed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected prime/fill anomaly alarms noted during testing, however motor would not load properly. Successfully downloaded history files and traces using thus. No confirmed prime/fill anomaly alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and dried insulin on motor slide was noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (23.7mv). The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. In summary, customer allegation of device test failure confirmed where pump failed required testing due to moisture damage (dried insulin on motor slide). Customer alleged for prime/fill anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.